Manufacturer narrative:
Product event summary: the full lead was returned and analyze, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the right atrial (ra) lead, high thresholds and low sensing values were encountered at numerous sites. After multiple attempts the physician implanted a new lead. No patient complications have been reported as a result of this event.